Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e1: the reporter¿s phone number and complete facility address were not provided. Investigation summary the photo investigation revealed that truespan 12 degree peek had the white sleeve deformed at the distal end. The red trigger was in the loaded position. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the procedure. As per IFU, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. There was no non conformance regarding this lot. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. (B)(4)

Event description:
It was reported from china that during a meniscal repair procedure, it was discovered that after first firing the truespan 12 degree peek device, it could not fire again, and the tip of the sleeve was uneven and damaged. It was not reported if there were any delays to the surgical procedure. A spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly. Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that truespan 12 degree peek had the shaft deformed at the tip of the needle. The red trigger was found in a normal shape. Neither the plates, suture nor the sleeve were returned for evaluation. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential cause could be traced to when not inserting the needle to the proper depth for deployment which could have caused blocking insertion, when this occurred resistance may have been felt and the trigger did not pull all the way; also, when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused damage the needle and not release the implants. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.